Event description:
Clarification of event: new information notes that a merlin.net alert transmission was not received for the back-up vvi. The patient presented after feeling his heart pounding and having hiccups that awoke him. The device was found in back-up vvi during manual interrogation. The patient states he did not feel the patient notifier.

Event description:
It was reported that a merlin.net transmission revealed that the device was in back-up vvi mode. The asymptomatic patient was brought into the clinic for device interrogation. The device was successfully restored with a download.